Manufacturer narrative:
A ge service representative performed an on site investigation. The power signal interface board and the remote user interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had an x-ray disabled error message. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.